Event description:
During the surgical procedure, the permanent cautery spatula instrument was arcing. No further details were provided. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.